Event description:
It was reported via repair work order that the zoom drive would stop suddenly while in use due to malfunctioned pcb box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.